Event description:
In egypt, patient had elevated blood glucose levels and treatment was insulin pen on (B)(6) 2026.

Manufacturer narrative:
E1: name: (B)(6) country: united states of america address ¿ line 1: (B)(6) e1: name: (B)(6) country: united states of america address ¿ line 1: (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.